Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00638.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-00638 and 1627487-2016-00969.follow up information identified the patient underwent surgical intervention to remove and replace the extensions and the ipg was electively repositioned to the left flank to relieve any strain on the lead/extension. The patient is receiving effective stimulation.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-00638 and 1627487-2016-00969.